Event description:
Patient reported they have bite issues and fractures with their teeth. Their dentist recommends they stop the byte aligners to prevent any other damage and to see a local orthodontist. Patient also provided a letter from their dentist with their recommendations. This is a contraindicated patient for crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.